Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He observed lines and circles on the display screen. He replaced the display board stack. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pumps display was malfunctioning. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the display to malfunction when turned on. It was determined that the graphics driver printed circuit board was the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.